Event description:
The reporter contacted animas on (B)(6) 2012 reporting high blood glucose since (B)(6) 2012. The reporter stated that the patient has only been on the pump for one month and has been consistently running around 18 mmol/l. The reporter stated that the patient's current blood glucose was 28.6 mmol/l. The reporter stated that the patient had four occlusion alarms in the last four days. The reporter stated that they changed the site 6 times without resolving the issue; only one of the six sites appeared to be bent. The reporter confirmed that the sites appeared to be healthy with no scarring noted. The reporter confirmed that the cartridge had no air bubbles and the cartridges were not being reused. The reporter confirmed that all of the pump settings were correct. The total daily dose appeared to be correct with the bolus history. Customer support advised the reporter that there was nothing to indicate a problem with the pump and referred the reporter back to the health care provider for further recommendations. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: there was no pump data from the time of the reported event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the audio bolus button was found to be unresponsive to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 05/18/2012. Device history record review was conducted on (B)(6) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.